Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the post operative check, this right ventricular (rv) lead exhibited loss of capture, a decrease in sensing values, a decrease in impedances to 300 ohms, and high capture thresholds. The physician also suspects that the rv lead has dislodged. It was noted that at implant, the device was originally programmed to the left ventricular lead only. Reprogramming changes were made as the patient is deemed unsuitable for a revision due to their condition. The patient has good underlying rhythm and is paced in the lv only. A couple of days later, a latitude (remote monitoring) alert was triggered due to low amplitudes and noise was visible on the rv electrogram; however, the noise was not sensed by the device. The patient is not dependent, and no intervention is planned at this point. This lead remains implanted and in service. No adverse patient effects were reported.